Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results (>0.05ng/ml) on an unknown number of patient samples generated by the access 2 immunoassay system. Upon repeat after filtering the samples, the results were in the normal reference range (<0.05ng/ml). The quantity of patients or the exact results were not supplied by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were li heparin plasma with a gel barrier. All samples with accutni results of 0.05ng/ml and greater are aliquoted and filtered prior to repeat analysis. A field service engineer (fse) went on-site (B)(6) 2010. Fse performed a precision run which met specifications. Qc performed was within the customer's established ranges. Fse did note any hardware issues.